Event description:
It was reported that during a routine generator change, externalized conductors were observed on the lead. Patient was asymptomatic. The lead was electrically normal and was continued to be used with the new ICD due to the patient's age. Dft testing was not performed. Patient was in stable condition before and after the procedure.